Event description:
A patient underwent oblique lateral interbody fusion while positioned supine. At the end of this procedure, rn received order from surgeon to place urine meter foley. Rn checked balloon before insertion with 5cc of sterile water from kit with no signs of leakage. Urine meter foley placed without difficulty. Patient was then placed prone on jackson table. Care was taken to protect the foley during repositioning by physician assistant. There was 500ml of urine output in the bag. After pt correctly positioned on the jackson table, the scrubber and circulator witnessed the foley fall to the floor and immediately deflate on the floor. Manufacturer response for foley catheter tray, bard urine meter foley catheter tray (per site reporter). Bard customer service representative took information regarding equipment failure. Bard requests to save any products with future problems for manufacturer investigation. (B)(4).